Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees, caused or contributed to a potential patient event documented in this report. On (B)(6) 2025 it was reported to anika that a female patient reported receiving a monovisc (lot number unknown) injection in the ankle on (B)(6) 2025. After receiving the injection, the patient reported experiencing ankle pain that evening. Patient went to the hospital and the monovisc was drained out. Patient reported that the hospital diagnosed her with gout. There was no device malfunction reported. Patient comorbidities are unknown. The patient reported that the gout is gone, but still had pain. The current status of the patient is unknown. It is unknown if the patient received further unplanned medical intervention.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant. Supplemental report: the reported event is not confirmed. Additional information was not provided when solicited. A review of the batch record was not performed; the lot number was not provided. Emergency room discharge summary was not provided. A review of the stability study report was performed, and the conclusion is the product has met all required specifications and tolerances. A three-year retrospective review of retention inventory inspection reports was performed. There was no nonconformances documented in the report. A three-year retrospective review of all nonconformances was performed for this product. There was no nonconformances related to the reported event. A clinical assessment completed indicated that there was a temporal association with the device due to a report of pain requiring medical intervention status post ia monovisc to the ankle. However, causality could not be determined due to insufficient information provided. A supplemental report will be submitted upon receipt of new and relevant information. This case will be monitored and trended for future analysis.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees, caused or contributed to a potential patient event documented in this report. On (B)(6) 2025 it was reported to anika that a male patient reported receiving a monovisc (lot number unknown) injection in the ankle on (B)(6) 2025. After receiving the injection, the patient reported experiencing ankle pain that evening. Patient went to the hospital and the monovisc was drained out. Patient reported that the hospital diagnosed patient with gout. There was no device malfunction reported. Patient comorbidities are unknown. The patient reported that the gout is gone, but still had pain. The current status of the patient is unknown. It is unknown if the patient received further unplanned medical intervention.